Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that when the sensor was inserted into her abdomen on (B)(6) 2019, it was more painful than usual, and she bled from the insertion site. Her shirt became saturated with blood, the sensor was removed, the area was cleansed, and pressure was applied to the site; however, she continued to bleed. The patient reported that she takes blood thinners. She went to the emergency department for evaluation and treatment. The physician applied a bandage containing a antihemorrhagic agent and the bleeding stopped. She reported that she had bled for four and a half hours before it stopped. No additional event or patient information is available.